Event description:
It was reported that stent moved on balloon occurred. A 3.50 x 8mm synergy megatron drug-eluting stent was selected for treatment. However, during the procedure, the stent moved on the balloon before being inserted into the patient's body. The device was removed, and the procedure was completed with another of same device. No patient complications were reported.